Manufacturer narrative:
Similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.

Event description:
On (B)(6) 2022, the lay-user/patient contacted lifescan (lfs), alleging that their onetouch ultra2 meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation and on additional information obtained by the medical surveillance specialist after reviewing the call recording. The patient reported that at an unspecified time on (B)(6), 2022, they developed symptoms of feeling ¿shaky and dizzy¿. In response to the symptoms, the patient claimed they measured their blood glucose with the subject meter and obtained an alleged inaccurate high result of ¿346 mg/dl¿. During the call, patient claimed that within about 30 minutes of obtaining the elevated result they proceeded to the urgent care clinic where they received assistance from a healthcare professional to eat something to bring their sugar up. The patient claimed that their blood glucose measured ¿97 mg/dl¿ on the clinic meter after treatment. The patient manages their diabetes with oral medication (metformin), diet and exercise. It was not reported if the patient made any changes to their usual diabetes management regimen as a result of the alleged issue. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted that the test strips had expired. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion after the alleged inaccuracy began. The subject meter could not be ruled out as a cause or contributor to the event.